Manufacturer narrative:
E1: patient city - (B)(6). Patient country - hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose event. The insertion site was abdomen. The infusion set was in use for five days. This event occurred because needle was not removed or reused during the usage period so it was suspected that it may be inside the body. A CT scan was perfrmed and no foreign object was found. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 22-may-2025. Device history record (DHR) review: the lot 6004738 was manufactured according to the work instruction (wi) version 95 on 10-dec-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 22-may-2025 against harm code tissue damage additional surgery as a result of additional surgery or surgical access for minimally invasive or open surgery, malfunction code product used off-label or against the contraindications or not according to the instructions for use. [Only use if no actual product malfunction has been reported] in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.